Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patinet faced an issue with infusion set was not sticking. No further information was available.